Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion and shift after performing heavy lifting. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.